Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent for a dialysis catheter implant using equistream split tip via jugular to right atrium, the valve was broken on air guard devices. Further, air embolism was found via peel away sheath. Patient went home post observation. Procedure was completed normally. Current status of patient is unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one 15.0fr partially peeled peel-apart sheath and one dilator were returned for evaluation. Visual and functional evaluations were performed on the returned device. The peel-apart sheath was not fully peeled as only one side of the sheath shaft was sliced opened. No anomalies were noted to both ends of the devices. The investigation is inconclusive for the reported valve fracture, material separation and air in device issues as the returned sample was not in not in proper condition to test for the reported issues and no anomalies were noted to both ends of the device. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g2, g3, h6 (component, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent for a dialysis catheter implant using equistream split tip via jugular to right atrium. During the procedure, it was reported that the valve was broken on air guard devices. It was further reported that, air embolism was found via peel away sheath. The patient went home post observation. Procedure was completed normally. The current status of patient is unknown.